Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (battery faults, overheating) has been confirmed. Upon investigation the monitor was unable to complete essential performance testing. The root cause for the failure was a shorted c7 component. The shorted component was causing the batteries not appearing to hold a charge. The root cause for the defective c7 was unable to be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient was experiencing battery faults and the monitor was overheating.